Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced adhesive issue event on (B)(6) 2026 . The patient reported that infusion set tape did not sticking upon insertion and cause of the product was not adhering and mentioned that there was no glue on the adhesive after one day. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country : canada